Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73b1900055 was manufactured on 02/04/2019 a total of (B)(4) pieces. Lot was released on 02/18/2019. DHR investigation did not show issues related to complaint. Revision of fmea-08-029 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported.

Event description:
It was reported that they tried to use 3 units on this case - all 3 failed with the issue reported as the clip was not loading engaging in the jaw correctly. They resorted to using manual hemolok applier and clips to enable them to finish the case. No clips were dropped inside the patient and the patient's condition is fine. This surgeon is a regular user of this product.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that they tried to use 3 units on this case. All 3 failed with the issue reported as the clip was not loading engaging in the jaw correctly. They resorted to using manual hemolok applier and clips to enable them to finish the case. No clips were dropped inside the patient and the patient's condition is fine. This surgeon is a regular user of this product.